Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the trigger of the compact air drive device was fractured, the motor was damaged ¿ will not run, the housing was worn, the reverse locking mechanism was blocked and would not reverse, had component damage, and a sticky trigger. It was further determined that the device failed pretest for general condition, check reverse locking mechanism with oscillating saw attachment, check for sticky trigger, check the function of the device, and check power with the power test bench. It was noted in the service order that the equipment did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the compact air drive device would not run and had a sticky trigger. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to the user, which is user error. UDI ¿ (B)(4).